Event description:
Procedure: sleeve gastrectomy. According to the reporter: an article titled comparison of four different methods in staple line reinforcement during laparoscopic sleeve gastrectomy in the journal of int j clin exp med 2013; 6(10): 985-990. Stated a retrospective review was done on 65 pts between 18-60 years of age that underwent classical laparoscopic sleeve gastrectomy (lsg) in the general surgery department of antalya training and research hospital in turkey between january 2012 and may 2013. A competitor's product was used for stapling. Two complications were associated with vloc suture in reinforcement of the staple line. This report is for one of those complications. A post operative content leakage was detected because of the content in the drainage tube. A competitors stent was inserted into the pt on the 13th postoperative day. In the f/u, the stent was replaced due to an occlusion. The pt later died after aspiration. According to the author, the death was not related to the v-loc, however, the post op content leak might be related the v-loc.

Manufacturer narrative:
(B)(4).